Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An internal/external inspection was performed and the device passed, along with all of the electrical testing. Functional and electrical testing, including current leakage testing, was performed. The device did not meet product specification requirements. However, when a test article, pump assembly, was installed, the device passed the accuracy confirmation testing. The evaluation concluded that the cause of the failed earth leakage current testing was the malfunctioning pump assembly which was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.